Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of throbbing on his left side with or without pacing. The device was reprogrammed to lower outputs and the patient states that the symptoms improved. The device remains still in use. No further patient complications have been reported as a result of this event.